Event description:
It was reported to philips that the system could not be used due to the tube cathode high voltage was arcing. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited onsite and found that the system x-ray tube cathode high-voltage cable and identified tube arcing. To resolve the issue, the fse cleaned the high-voltage cable head and the high-voltage socket. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.